Manufacturer narrative:
The event of a patient experienced the events of ¿a lot of swelling¿, ¿redness¿, ¿pain and discomfort in all injected areas and cheeks¿, and ¿correction in the lip lines was very temporary¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events table 1. Injection site responses by severity after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Patient called and reported the event of after being injected with juvéderm® xc "around the mouth" and parentheses lines and juvéderm volbella® xc in the lip lines, almost immediately after the injection, they experienced "a lot of swelling," redness, and pain/discomfort in all juvéderm® injected areas and the cheeks. The patient also stated there was correction in the parentheses lines, but the correction in the lip lines was very "temporary." The patient was also treated with botox® in the forehead, between the eye brows, and the crow's feet. Also, the patient stated the doctor did a "under the skin" test with a juvéderm® product in the patient's arm. The patient stated the arm "flared up," it became "hard," it immediately "swelled up," there was a "hard lump" and redness. The patient went back to the doctor's office on the same day, and the patient was given IV steroids and IV benadryl. The patient indicated the symptoms improved a bit within 24 hours, but the lips were still swollen. The patient then had to take oral prednisone and benadryl. Received additional information from physician's office later. This was the initial use of the syringe and the packaged needle was used. Symptoms were at implantation site, stated with "same day - had large amt of swelling". The event is product related, not life threatening, and no diagnostic testing was performed. Treatment was provided and indicated as "gave steroids" and "solumedrol 125 mg". The treatment was necessary to prevent permanent damage. Physician has confirmed there was no concomitant medications. The symptoms have fully resolved. This record represents the juvéderm® xc.